Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pt experienced decreased pain relief and numbness in the left lower extremity. On (B)(6)2010, x-ray revealed catheter migration; the catheter was dislodged from the intrathecal space. Intervention not specified. The pt outcome was resolved without sequelae on (B)(6)2010. Pump status after update on (B)(6)2010, noted medication in the pump as dilaudid 6 mg/ml with a dose of 1.8021 mg/day, bupivacaine 40 mg/ml with a dose of 12.014 mg/day, clonidine 300 mcg/ml with a dose of 90.10 mcg/day and baclofen 300 mcg/ml with a dose of 90.10 mcg/day.